Manufacturer narrative:
Exact date unknown event occurred in (B)(6) 2020. Explanted date: (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416500; model: sc-8416-50; serial: (B)(4); batch: 21584995.

Event description:
It was reported that the patient was experiencing ipg pocket discomfort where the site was swelling. The patient underwent a full system explant procedure. No further information has been obtained despite good faith efforts.